Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin and hip joint, popping, clicking and grinding sensation with movements, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and severe chromium and cobalt metal toxicity.